Event description:
It was reported by the affiliate that the (1) er320 was used during an unk procedure with an unk surgeon. It was reported that the instrument fired intermittently. The time that has lapsed is nine months and there are no other details available. There was no pt consequence.